Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and a non-boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms, noise, and oversensing. The noise was reproducible, but was felt to have been due to myopotential oversensing. No pacing inhibition of greater than two seconds was observed. The device was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.